Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing however, found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Event description:
The customer reported via phone call experiencing low blood glucose. The customer's blood glucose was 47 mg/dl, which was treated with juice. She stated that her blood glucose had been below 40 mg/dl in the morning as well. At that time, she also reported that the insulin pump to alarm sensor error and calibration error. She stated that her most recent blood glucose was 200 mg/dl and that her blood glucose had rapidly risen from 47 mg/dl to 200 mg/dl in the last 3 hours. Upon troubleshooting, the customer attributed the sensor errors with her large shifts in interstitial glucose due to her treating for the low blood glucose. She noted a bent sensor cannula and inaccurate sensor readings. The customer was advised to replace the sensor and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.